Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose of 500 mg/dl. Customer declined troubleshoot for high blood glucose. Customer stated that sensor glucose was 71 mg/dl when blood glucose was 500 mg/dl as well as 40 mg/dl when blood glucose was 210 mg/dl. Customer mentioned that insulin delivery was not suspend due to sensor glucose values. Insulin pump will be return for analysis.